Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked and stretched. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause swelling at the infusion site. The exact cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 24 and 36 hours on the abdomen. Swelling at the site was also reported. As treatment, a new pod was applied and insulin was delivered. The patient's blood glucose history is as follows: time: bg(mg/dl) : 500, 427, 1:15am, 377, 7:06pm, 499, 7:46 , 499, 12:06pm, 340.